Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 at 3:00 am due to high blood glucose level and diabetic ketoacidosis. Emergency medical services was dispatched and customer admitted to the hospital with a 441 mg/dl blood glucose. Customer has been using the device within 48 hours prior to admission. Customer was treated with insulin drip. Customer experienced symptoms related to their high blood glucose such as vomiting. Customer stated the high readings went on despite site changes. Troubleshooting was completed. High pressure test was performed and passed. Customer does not allege that the device was under delivering. The insulin pump was not replaced or returned for analysis.